Event description:
The customer called for help with her meter. While troubleshooting, the customer performed control tests and received results of 402 and 403 mg/dl. The normal control range was 95-135 mg/dl. The customer performed 2 more control tests using a second bottle of strips and received results of 420 and 417 mg/dl. The control range for that bottle was 104-144 mg/dl. No adverse events were alleged. Both bottles of test strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The lot number for the second bottle of test strips was 7cc3b06. A product code was not provided, but the MFR date was 03/2007.